Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 523 mg/dl due to air bubbles. Customer treated it with the manual injections and declined troubleshooting for it as it was due to air bubbles in the reservoir. The device will not be returned for analysis.